Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, interrogation was not possible with the device using the merlin programmer. The device was interrogated successfully during the next follow-up and the patient was in stable condition.